Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the two cardiac resynchronization therapy defibrillator (crt-d) device exhibited low battery voltage. There was no improvement even after 48 hours in the room. The device was not implanted. There was no patient involved in this event.